Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post-paced t-wave and far r wave oversensing on the atrial channel of the qrs complex causing inappropriate ams episodes were observed. The device was re-programmed and patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.